Event description:
A report was received that a pt's ipg had migrated due to the pt losing weight. The pt is also not receiving adequate pain relief from the stimulation. The physician will either replace the ipg or revise the pocket. A date has not yet been scheduled.